Manufacturer narrative:
The customer¿s report of an unspecified medication infusing 5 times more than the infusion was programmed to administer was confirmed. Physical inspection of the device noted some dried fluid on both male and female iuis. Internal inspection found all 6 bezel bosses cracked with 4 separated (top right, top left, middle right and middle left). Review of the pcu error log showed no errors or malfunctions on the reported incident date. Analysis of the pcu event log shows the pump module s/n (B)(4) was selected and programmed to infuse drug ID 368 (milirone) on (B)(6) 2019 at 1:14 pm. The log showed an infusion rate of 10ml/hr with a vtbi 75ml however, from the log file it could not be determine if the device was administering the medication 5 times what was intended to deliver. The initial infusion testing, unregulated flow was observed during the fill cycle. The internal inspection found 4 of the 6 bezel bosses cracked and separated. The remaining 2 bosses were observed cracked. The root cause of the customer¿s report of an unspecified medication infused 5 times more than the infusion was programmed to administer is a result of separated bezel bosses. The cause of the separated broken bezel bosses is unknown.

Event description:
It was reported that the unspecified medication infused 5 times more than what was programmed in the pump. The customer further stated that there were no adverse effects caused to the patient from the event. Although requested there were no further details of the event received by the customer.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "milrinone infused five times more than the infusion was programmed to administer as a result of separated bezel bosses in an alaris pump FDA safety report ID# (B)(4)."

Manufacturer narrative:
Additional medwatch information provided.

Manufacturer narrative:
Concomitant medical products: 8120, therapy date (B)(6) 2019. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the infusion of an unspecified medication infused 5 times more than the infusion was programmed to administer. The customer further stated that there were no adverse effects caused to the patient from the event.